Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients left hip was revised as the neck of prosthesis fractured.

Manufacturer narrative:
Corrected data: date of implant. An event regarding wear/abnormal ion level, altr & disassociation involving an unknown accolade stem was reported. The event was confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "no preoperative records form the index surgery, or the two revisions were provided for review, nor were radiographs. The patient apparently had a resurfacing style hip replacement via a da approach at some point. A fracture occurred at the femoral neck (the inciting history was not provided for review) and the patient underwent a revision to an accolade stem and a large metallic head to match the indwelling acetabular implant. The postoperative course was not provided for review. The record indicated that the patient had been being evaluated for some form of revision for a metal wear, but the indications and evaluation was not outlined or provided for review. The patient was transferred to the next treating hospital for a fracture of the femoral implant. The patient was found to have a fractured femoral implant and underwent revision surgery. The preoperative films and CT scan showed severe trunnion wear and disassociation of a large metallic head from the stem. There was a substantial soft tissue reaction. A revision was performed. At the time of the revision, metallosis was noted. Post revision images were not provided for review nor was the postoperative course. Event confirmation: fracture of the femoral implant with disassociation of the head can be confirmed. Root cause: the root cause of the revision surgery was fracture of the femoral stem/severe trunnion wear leading to disassociation of the head from the stem. The root cause of the femoral failure cannot be determined." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to fractured prosthesis. Review of the provided medical records by a clinical consultant indicated: "no preoperative records form the index surgery, or the two revisions were provided for review, nor were radiographs. The patient apparently had a resurfacing style hip replacement via a da approach at some point. A fracture occurred at the femoral neck (the inciting history was not provided for review) and the patient underwent a revision to an accolade stem and a large metallic head to match the indwelling acetabular implant. The postoperative course was not provided for review. The record indicated that the patient had been being evaluated for some form of revision for a metal wear, but the indications and evaluation was not outlined or provided for review. The patient was transferred to the next treating hospital for a fracture of the femoral implant. The patient was found to have a fractured femoral implant and underwent revision surgery. The preoperative films and CT scan showed severe trunnion wear and disassociation of a large metallic head from the stem. There was a substantial soft tissue reaction. A revision was performed. At the time of the revision, metallosis was noted. Post revision images were not provided for review nor was the postoperative course. Event confirmation: fracture of the femoral implant with disassociation of the head can be confirmed. Root cause: the root cause of the revision surgery was fracture of the femoral stem/severe trunnion wear leading to disassociation of the head from the stem. The root cause of the femoral failure cannot be determined." No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patients left hip was revised as the neck of prosthesis fractured.